Event description:
In 2001 dr. Reported that a patient returned a few days after receiving a muscle stimulation treatment complaining of two burns approximately 8mm in diameter located under the two lower pads. The patient was treated for low back pain. There was no evidence of an injury to the patient after the pads were removed.